Event description:
A discordant, falsely low calcium result was obtained on one patient sample on a dimension vista 500 instrument. The discordant result was reported to the physician(s). The sample was repeated on the same instrument and maintenance and recalibration and resulted higher. The corrected result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant calcium result.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). During troubleshooting with the customer, the ccc aligned server 1 probes and had a sodium hydroxide clean performed on the reagent probes. The instrument was then recalibrated. Quality controls were run and were within range and patient samples were run and resulted as expected. The cause of the discordant calcium result is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.